Event description:
Paramedics attempted to administer device defibrillation therapy to the pt. Reportedly, the defibrillator would not charge and displayed 'attach cables'. The pt was not resuscitated. There was no reported association between the malfunction and pt outcome.